Manufacturer narrative:
(B)(4). The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. Two loose clips were returned with no cartridge. The loose clips were visually examined with and without magnification. Visual examination revealed that one loose clip was intact , and the other loose clip was broken in half at the hinge. The returned clips appear used as there is biological material present on the clips. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Functional inspection was performed on the intact clip that was returned. The loose clip was manually loaded into a lab inventory applier and was successfully applied to over-stressed surgical tubing without breaking. No defects or anomalies were observed with the returned intact clip. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality.". One of the returned clips was broken in half at the hinge during ligation. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A broken clip was returned , and it was broken in half at the hinge. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
When the user ligated a vascular with a clip, it got broken. The broken clip fell in the patient's body, but was removed. The user opened another cartridge to complete the surgery. No patient injury reported.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When the user ligated a vascular with a clip, it got broken. The broken clip fell in the patient's body, but was removed. The user opened another cartridge to complete the surgery. No patient injury reported.